Event description:
Additional information was received from a company representative. The catheter was replaced because of the lack of effect. The patient had talked about catheter replacement with their healthcare provider (hcp); it was not just the patient's decision. The cause of the lack of effect was unknown.

Event description:
On 04-19-2016, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving lioresal 2000 mcg/ml at 450 mcg/day via an implantable pump for intractable spasticity and cerebrovascular accident (cva) das system. The patient's medical history included cva left hemiplegia. The patient's concomitant medications were unknown. On an unknown date, the patient had dose escalations and boluses without effect; the therapy was no longer working. The patient had "years" of no effect. No withdrawal was noted and no pump alarms or log events occurred. On (B)(6) 2016, the patient's pump was replaced. During replacement, the catheter was replaced despite existing catheter with positive cerebrospinal fluid (csf) flow as the patient requested a new catheter as well. The patient's dose was reduced to 150 mcg/day. As of (B)(6) 2016, the issue was resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was clarified that the pump replacement on (B)(6) 2016 was due to normal longevity.

Manufacturer narrative:
Note, information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.